Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine after the blood pump rotor deformed and punctured the bloodlines (brand unknown). The reported event occurred approximately 40 minutes after the initiation of treatment. The machine alarmed with an air detector alarm message. Air was being drawn into the lines as a result which prevented the patient's blood from being returned. The patient's estimated blood loss was approximately 250 ml. The patient did not experience an adverse event as a result of the reported issue. The patient was transferred to another machine to complete treatment. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine after the blood pump rotor deformed and punctured the bloodlines (brand unknown). The reported event occurred approximately 40 minutes after the initiation of treatment. The machine alarmed with an air detector alarm message. Air was being drawn into the lines as a result which prevented the patient's blood from being returned. The patient's estimated blood loss was approximately 250 ml. The patient did not experience an adverse event as a result of the reported issue. The patient was transferred to another machine to complete treatment. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.